Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h6, h11. A lot of history record review was completed for lots 3000400493, 3000400794, and 3000398491, the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 power was going on and off. A new device was used to complete the procedure. There was a procedural delay to get a new device. There was no patient harm.

Manufacturer narrative:
Tw ID#(B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.